Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0lyjm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that she was not feeling stim like she did during the trial. The patient stated that at after implant her stim was too high then she turned it down a day after this call. It was noted that the a day prior to this call when patient was sitting down she felt a tingle down her left leg and was unsure if that was stimulation. The patient follow up appointment was scheduled in a month. The patient was on program 3 at 2.5v and implant was on. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.